Manufacturer narrative:
The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to pain being subjective to the patient and instability having multiple causes. Part and lot identification are necessary for review of device history records. A lot number was not provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
The patient underwent right partial knee arthroplasty on (B)(6) 2005. The patient then underwent left partial knee arthroplasty on (B)(6) 2006. Subsequently, the patient reported on (B)(6) 2007 that they were experiencing stiffness, the knee locking, instability, and anterior and medial pain in the left knee. On (B)(6) 2010 the patient underwent an arthroscopy of the left knee due to instability.